Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the foreign material on the device, but the type of the material or root cause cannot be identified. There was no physical damage of the device where the foreign material remained. A definitive root cause cannot be determined. The event can be detected / prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited whitish foreign materials inside the air/water tube, j-tube (jet tube), air/water cylinder, the sc (scope connector) case unit and in the grooves of the connecting tube, and several parts of the c-cover (plastic distal end cover). There were no reports of patient harm.